Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Follow up with the field service representative (fsr) determined the customer did not know the last time the cooler heater unit was cleaned/maintenance. The unit was drained and debris was found inside the unit. Per the customer the debris looked like "rocks;" fsr informed customer that this is build-up from not cleaning the unit per the operator's manual, which the customer admitted to misplacing. The fsr sent the customer information for descaling and cleaning the unit. In addition the fsr recommended to the customer to descale the unit three times to ensure the unit was fully cleaned as the unit had not been maintained. The fsr also recommended sending the unit to the manufacturer for a full maintenance check but the customer declined this option. The service history shows the customer has not had a documented preventative maintenance (pm) inspection since september 2010. As the fsr has communicated appropriate actions to the customer, no further follow-up is required. A MDR remediation activity related to manufactured devices with a FDA product code "dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the "heater" cooler response remediation (B)(4)."

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit had foul water and debris in the bottom of the water tank. There was no patient involvement.